Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insulin leaks from the needle tip during priming and during injection with a bd pen ndl 32g 6mm 3b. Also reported, after injection when needle removed from skin, insulin was leaking. The following information was provided by the initial reporter: consumer reported insulin leaks from the needle tip during the priming and during injection. She stated after injection when she removed the needle out from her skin insulin was leaking. She is able to push the plunger. She confirmed she holds on to it for 10 second. She uses the new pen needle each time of her injection, and firmly attaches the needle on to the pen. She rotates the skin site for her injection, and visually tests the needle on both side before the injection.

Event description:
It was reported that insulin leaks from the needle tip during priming and during injection with a bd pen ndl 32g 6mm 3b. Also reported, after injection when needle removed from skin, insulin was leaking. The following information was provided by the initial reporter: consumer reported insulin leaks from the needle tip during the priming and during injection. She stated after injection when she removed the needle out from her skin insulin was leaking. She is able to push the plunger. She confirmed she holds on to it for 10 second. She uses the new pen needle each time of her injection, and firmly attaches the needle on to the pen. She rotates the skin site for her injection, and visually tests the needle on both side before the injection.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.